Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: if a powered device was used, please explain what is meant by ¿because of interstitial pneumonia, so that he fired the devices forcibly¿. Were any issues encountered with the pcee45a device? The target tissue was solid and thick because of interstitial pneumonia. Therefore, dr. Thought the knife stopped because of the thickness of the tissue. What is the current patient status? The patient was recovering well and discharged in (B)(6) 2019. The hospitalization didn't prolonged.

Event description:
It was reported that during a c-vats right upper lobectomy for interstitial pneumonia, the anvil jaw was bend backward when the first device loading gst60t was fired at the 2nd firing on the lung parenchyma. The first and 2nd devices inserted into the patient from ventral side. Each device was fired with its anvil jaw downward, and the articulation shaft was locked straight. The surgeon recognized that the target tissue was so solid and thick because of interstitial pneumonia, so that he fired the devices forcibly. And he also commented that the status of the target tissue caused the event. He is still hospitalized. The prolongation of the hospitalization was not planned since no leakage occurred and no there was no difference in duration of hospitalization between a c-vats procedure and an open procedure at the hospital.